Event description:
Customer reported that the needle will not rest at zero when pressure is released. There was no patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue that the needle will not rest at zero when pressure is released. The needle pointer is at 80, but moves up when the inflation bulb is squeezed and holds pressure. When the pressure is released the needle returns to 80. No readings were taken due to the position of the needle. Visual findings revealed the needle is bent. Note: instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).